Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that, after the catheter was prepared according to the instructions for use (IFU), the flush port on the farawave catheter broke off while the high-pressure flush line was being connected. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.